Event description:
Allegedly, the surgeon found pseudotumor around her hip at the routine medical checkup.

Manufacturer narrative:
This is the same event as 3010536692-2015-01333. This event occurred in (B)(6). (B)(4).